Event description:
It was reported that this patient with a pacemaker was informed and alerted by the clinic that "one of the leads let go". Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker was informed and alerted by the clinic that "one of the leads let go". Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported. Additional information was obtained, the right ventricular (rv) lead experienced a dislodgement which was confirmed via lead testing. The lead was successfully revised. No additional adverse patient effects were reported.